Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Manta was used for closure following a procedure, hemostasis was immediate; however, a lack of flow was noted upon contralateral injection. There was no attempt to balloon or stent, instead a surgical cutdown was performed. During the cutdown it was noted the collagen remained outside the vessel but the toggle was not flush against the adventitia layer. The toggle was crooked due to a very large piece of fibrous plaque that was not seen prior to or during the case. The manta device and plaque were removed and closure completed without any further issue. The IFU was reviewed and confirmed to state in the procedure preparation to confirm via femoral arteriogram there is no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: manta provided immediate hemostasis however, a lack of flow at the arteriotomy was noticed upon contralateral injection. No attempt to balloon or stent was made. The surgeon opted to surgically access and cutdown the artery site. Upon surgical access it was noted that the collagen remained on the outside of the arteriotomy, but the anchor/footplate was not flush against the adventitia layer. Rather the anchor was dislodged crooked in the artery because it was interacting with a very large piece of fibrous plaque that was not seen prior to, or during the case on imaging. In the end, the plaque and manta components were removed and a surgical cutdown was completed with no further issues to the patient.